Event description:
Three days after undergoing cypher stent implantation, the patient complained of chest pain with abnormal electro-cardiogram. The angiogram and (ivus) intravascular ultrasound revealed thrombus in the implanted cypher stent. To treat the thrombus, aspiration was conducted and angioplasty with a 3.25x20mm balloon at 20 atmospheres. The vessel diameter was 3.75mm, measured by ivus. The physician' s comment: the cause of the thrombotic event was because the selection of stent diameter was not appropriate (i.e. The diameter of implanted cypher was too small.) And residual thrombus remained inside the cypher. After the procedure the patient was in good health.

Manufacturer narrative:
The procedure was an emergency case due to acute myocardial infarction. The target lesion was the first diagonal branch. The lesion was de-novo and bifurcated. Aha/acc classification of the vessel was type b2. The lesion length was 11.23mm and vessel diameter was 1.73mm (qca). Pre-dilatation was not conducted. Cypher (2.5/18mm) was implanted at 16 atmospheres for 30 seconds. Post-dilation was conducted with a 2.5x18mm balloon at 22 atmospheres for 20 seconds. (Ivus) intravascular ultrasound was not conducted. After the procedure, there was haziness inside the cypher stent. The residual precentage of stenosis was 0%. Timi flow before the procedure was 1 and 3 after the procedure. Act was measured. Please note, this device, catalog no. Cjs18250, is not distributed in the united states; however, it is similar to u.s. Product cxs18250. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.